Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which abbott did not manufacture or import. During an atrial fibrillation procedure, the sheath with the dilator was inserted into the patient's body using the wire supplied with farawave nav, and resistance was noted in the blood vessel. Therefore, the sheath along with the dilator was withdrawn completely from the patient. When checking the device, the tip of the dilator was found to be bent. When inserting the second agilis 13fr into the patient's body, resistance was noted in the blood vessel again. When contrast imaging was performed through the sheath¿s flush port, dissection of the femoral vein was noted. The agilis was left in place for hemostasis, and the replacement sheath was inserted through the contralateral femoral vein to perform the procedure. The procedure was completed with no further issues. After completion of the procedure, and removal of the sheath, contrast imaging was performed again, and it was confirmed that there was no enlargement of the dissection or hematoma, so the patient was returned to recovery without intervention needed and has since been discharged. There were no alleged performance issues with any abbott devices. The physician commented that the wire included with the farawavenav was relatively soft and could not be firmly maintained, which may have resulted in pressure being applied toward the vessel wall during sheath insertion. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).